Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 300 mcg/day via an implanted pump. The pump and catheter were replaced on (B)(6) 2022 and discarded. The parents say the patient¿s spasticity had progressively gotten worse since pump replacement in march. It was noted since (B)(6) 2022 when the patient got a pump replacement due to elective replacement indicator (eri), his parents say he had not done well. Even though a dye study was performed, and they were able to aspirate cerebrospinal fluid (csf) the parents thought the system should be replaced. According to the patient¿s therapy manager - they had gone up in his dose; done a dye study, but the patient had not done well. They also moved the pump to the patient¿s left side as his hips and pelvis were rotating. No one could identify any factors and diagnostics/troubleshooting included a dye study and increase in daily dose. It was unknown if the issue resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s medical history was asked but unknown.